Manufacturer narrative:
Other, other text: h2: additional information: see a1, b3, b5 and h6 (patient code).

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
It was reported that the device gave an alarm. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. According to the investigation the moment the device was powered up the device started double beeping. The investigation reported that the reported problem was caused by the pump downstream sensor. Investigator replace the pump downstream sensor and scratched screen. The problem source of the reported problem is unknown.